Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
During a review of available diagnostic history for this patient, it was observed that high impedance occurred, on a system diagnostics test, performed during a generator replacement procedure on (B)(6) 2006. There is no indication that the high impedance resolved during implant; and there is currently no record of the patient undergoing a lead replacement at that time. Normal mode diagnostics performed at a follow up appointment approximately 1 year later, had normal results.

Event description:
Additional information was received on (B)(6) 2012, indicating that the high impedance "spontaneously" resolved and there have been no issues with high impedance since. The patient did not undergo any additional procedures to correct the issue. Additionally, the patient recently underwent a prophylactic battery change and the impedance at that time was within normal limits. X-rays were not performed and there was no manipulation or trauma which had occurred.